Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. The patient began treatment with an injection of meropenam (1gram, daily, ongoing, route not reported) and an injection of vancomycin (1gram, every fifth day, ongoing, route not reported) for peritonitis. The patient was not recovered from the event, and pd therapies were ongoing. No additional information is available.